Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the physician was unable to insert the lead completely into the connector of the implantable cardioverter defib dilator (ICD). When the physician tried to remove the lead, the lead was stuck in the left ventricular (lv) connector port. The wrench was required to be inserted into the screw and mineral oil used to remove the lead from the connector. The device was removed and replaced. No patient complications have been reported as a result of this event.